Event description:
A doctor alleged that four (4) patients had experienced a loss of a crown after placement with silane primer, nx3 and optibond-all-in-one products. This is the first of four (4) reports.

Manufacturer narrative:
Patient specific information with regard to age and weight was not provided. Although the doctor identified two (2) different lots associated with the loss of a crown, she could not verify which lot was used on each patient; therefore, no lot numbers were identified in this report. The lots involved in the alleged incidents include lot numbers 4635052 and 4437469. The doctor re-cemented the molar crown for the patient using the same products without further incident. To date, the patient is doing fine. The products alleged in this incident were not returned; therefore, 'adhesive strength' test of the retained samples were evaluated yielding results within specifications. A DHR review revealed that there were no deviations from the manufacturing process. In addition, no similar complaints were received with regard to lots 4635052 and 4437469.